Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. The associated investigation also determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that the root cause of the noise and intermittent high out of range pacing impedance measurements was felt to be related to a potential lead issue due to the age of the lead. The respiratory rate trend feature was programmed off and monitoring will be.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and a non-boston scientific right atrial (ra) lead exhibited noise, oversensing and intermittent high out of range pacing impedance measurements greater than 2,000 ohms. The oversensing was noted to begin 3 months post device implant. Boston scientific technical services (ts) discussed the noise appeared consistent with oversensing related to the minute ventilation/respiratory rate trend feature. Ts discussed potential causes and troubleshooting options. Available information indicates this product remains implanted and in service. No adverse patient effects were reported. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that a local field representative subsequently contacted technical services (ts) and requested review of a stored atrial tachy response (atr) episode. Ts reviewed the episode and noted noise on the right atrial (ra), right ventricular (rv) and left ventricular (lv) channels. Intermittent high out of range ra pacing impedance measurements also continued to be observed. Ts noted that there was no observed pacing inhibition as a result of the noise. Additionally, it was noted that the patient has an old surgically abandoned non-boston scientific rv lead in place. Ts discussed the potential of lead on lead contact. Review of the presenting electrogram (egm) by ts also noted potential lv loss of capture (loc). Ts recommended further review of the system. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient was seen in clinic and the device system was felt to be functioning appropriately. Monitoring will be continued.

Event description:
It was reported that the root cause of the noise and intermittent high out of range pacing impedance measurements was felt to be related to a potential lead issue due to the age of the lead. The respiratory rate trend feature was programmed off and monitoring will be continued.